Event description:
It was reported that during the procedure, a 3.0x12 nc trek rx balloon dilatation catheter was advanced over a non-abbott .014-inch tapered guide wire, with some resistance felt and force applied, to a moderately calcified, eccentric, 99% stenosed lesion in the moderately tortuous distal left anterior descending coronary artery. However, during the first inflation with an unspecified inflation device, the nc trek rx balloon ruptured at 6 atmospheres. The nc trek rx was withdrawn without resistance, and a new nc trek was used to complete dilatation, following deployment of an unspecified stent. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): force applied against resistance during advancement. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states that if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.